Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Received 1 all silicone foley catheter, drainage bag and syringe. Verified material number 119314 and manufacturing lot number ngkq3994. Visual inspection of the catheter and balloon noted no obvious observations. Using returned syringe attempted to inflate with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) but solution immediately leaked to the drainage funnel indicating lumen to lumen leak. Based on the physical sample received the reported event is confirmed manufacturing related and does not meet specifications. The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Corrections made to tab(s) d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the placement of the foley catheter was removed from the patient. There was a possibility of balloon damage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the placement of the foley catheter was removed from the patient. There was a possibility of balloon damage.